Manufacturer narrative:
(B)(6). (B)(4). Field service specialist (fss) visited the account and noticed the laser was not firing in the right position. Fss change the galvo block, check the gel, check the power, all was ok. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient flap pattern shifted a few seconds after laser firing. Surgery was aborted and the rest of surgery list for the day was cancelled. The patient's surgery was then continued, flap lifted, and completed successfully at another hospital. The patient is doing fine now. No medical/surgical intervention was required.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.